Manufacturer narrative:
The complaint was a malfunction of a lysonix generator, e-gn3000, serial (B)(4). Misonix is the manufacturer and specification developer of the product. (B)(4) is the labeler and distributor of the product. Misonix does not currently have a contract to supply the product to (B)(4) and has discontinued production. Misonix is filing this event as an MDR because the time as a delay in treatment to perform the required troubleshooting, replace with backup unit, setup and test of backup is not known and not reported by the customer. The customer stated event was reported as: "it was reported by the rep that the event that occurred: during liposuction, the machine produced an error code indicating 'electrical error'. They were not able to turn the machine back on after trying a few common troubleshooting tactics. The surgery had to be completed with another product. It was also reported that electrical fault illuminated and alarm sounded when the pedal was pressed, during the procedure. Trouble shooting was completed: the electrical connections were checked, the handpiece w/cable was replaced, the machine was turned off, the fuses were changed and the machine was turned back on to double check the machine." The device was returned to misonix and evaluated. The service department determined that there were broken wire connections on the power board resulting in an electrical fault visual and audible alarm. When there is an electrical fault alarm the output is disabled. Therefore, the customer reported that the "machine was not able to be turned back on". The service department repaired the electrical connections on the power board, tested, inspected and calibrated the generator. The generator met all specifications and was returned to the customer. The device history record of the device was reviewed. The specified device was accepted and met all specifications at time of release to commerce in 2010. Misonix does not sell or market the lysonix product or have access to the distribution records. Complaint records for the reported device, serial (B)(4) were reviewed from 07/01/2015 to 01/11/2017 and there are no additional complaint records for this device. Trend analysis was performed for lysonix generators with broken wire connections. A review of the complaint file indicates that 2 lysonix generators were returned to misonix from 12/14/2016 to 12/14/2017 where the service/engineering evaluation found a broken wire(s) connection problem. Defect rate of 0.74% is calculated on 270 system sales to (B)(4). Since (B)(4) is the labeler and distributor misonix does not know the current installed base. A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported. A significant delay in treatment was not reported. The user followed the IFU recommendations for troubleshooting electrical errors. Troubleshooting did not correct the problem. User followed IFU recommendations and deployed a backup system. The service evaluation did not report additional fault conditions or malfunctions that would indicate a safety or efficacy issue. Therefore, there are no safety and efficacy concerns to address. The rationale on why this device failure will not result in patient injury is that the generator console monitors the electrical output to the system at all times and alerts the user if the generator is not properly functioning, when an output short or open circuit is detected. In each case, the ultrasonic output is automatically disabled. An electrical fault indicator is displayed together with a steady audible indicator. The system is also equipped with ground fault protection. A current comparator circuit senses an imbalance in current to the handpiece and automatically shuts the ultrasonic output down. An electrical fault indicator is displayed together with a steady audible indicator. This feature ensures that neither the patient, nor health care provider will be exposed to excessive leakage current from the device. The risk for delay of treatment is mitigated by the fact that institutions have back-up equipment protocols for surgical equipment. Secondary means of surgical procedures with other ablative tools permit continuance and do not delay treatment if a malfunction occurs. The IFU e5000aml30_b lysonix 3000g manual states: warning: if electrical fault indicator illuminates and/or an electrical fault audible alarm sounds, immediately suspend operation. Turn main power switch (rear panel of generator) to the off position and remove probe from surgical site. Do not touch metallic parts of handpiece, probe or generator while fault is indicated. Caution: system test should always be done in advance of prepping patient for surgery to minimize risk to patient in case of system malfunction. The "general safety statements" section of the IFU states: since the lysonix 3000 with pulse select is intended to be used in various types of invasive surgery procedures, there may be indirect danger to the patient should the unit fail during the procedure. Therefore is recommended that a complete spare system be available for use as a backup. Section 7.1. The customer followed the IFU section 7.3 electrical fault alarm reset, "depress footswitch. If electrical fault alarm activates again, discontinue use, replace entire system with backup, set up and test backup and continue operation." Conclusion: the root cause of the malfunction was broken wire connections to the power board. The device exhibited an electrical fault and in accordance with design of the device gave an audible and visual alarm, and turned off output. The customer followed the recommended troubleshooting in accordance IFU 40-om-0002 rev b. Alternative surgical procedures were used to complete the operation. There was no harm to the patient. Delay in treatment was not reported. However, there was an undefined delay in treatment to complete the procedure with alternative equipment. This MDR is filed for possible delay in treatment.

Event description:
The customer stated event was reported as: "it was reported by the rep that the event that occurred: during liposuction, the machine produced an error code indicating 'electrical error'. They were not able to turn the machine back on after trying a few common troubleshooting tactics. The surgery had to be completed with another product. It was also reported that electrical fault illuminated and alarm sounded when the pedal was pressed, during the procedure. Trouble shooting was completed: the electrical connections were checked, the handpiece w/cable was replaced, the machine was turned off, the fuses were changed and the machine was turned back on to double check the machine."